Event description:
It was reported that the patient stated therapy had stopped being as effective as it had previously, sometime within the prior month. The stimulator was for off-label use (indication not given). Impedance testing revealed electrode 3 as high (greater than 10,000 ohms), electrode 1 as low (under 50 ohms) and electrode 2 within range - with 0 as the reference. The patient underwent a two lead replacement on (B)(6) 2014. Post-operative programming achieved therapy coverage in all desired areas. The patient reported that effective therapy was achieved. The facility chose to dispose of the explanted leads, so they will not be returned.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# j0564221v, implanted: (B)(6) 2006, product type: lead. Product ID 3888-45, lot# j0555113v, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# j0537734v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-33, lot# j0519625v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3487a-33, lot# j0537734v, implanted: (B)(6) 2005.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# j0564221v, implanted: (B)(6) 2006, product type: lead. Product ID: 3888-45, lot# j0555113v, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# j0537734v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0519625v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).